Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was fractured under fluoroscopy. Device interrogation showed atrial lead warnings. The ra lead showed low impedances and inappropriate mode switches from atrial lead noise. The lead was initially programmed off due to persistent atrial fibrillation (af). The ra lead was later partially explanted and not replaced. The remainder of the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.